Event description:
It was reported, there was a loss of therapeutic effect. It was noted, the patient wasn¿t getting the same quality of relief as when they were first implanted back in (B)(6) 2013. It was noted it was undetermined what the exact cause of the issue or evidence that there was a system issue. It was noted surgical revision took place one day prior to report. It was noted the health care professional removed the extensions and implanted new ones.

Manufacturer narrative:
Product ID 3389s-40, lot# v991333, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# v991333, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient (B)(4).